Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information d4: device information updated. H4: device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: m030003, hours of operation: 29174, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from on (B)(6) 2024 were investigated. A space line was inserted and the infusion started with a rate of 83,34ml/h and a volume of 1000ml. During the infusion, the pressure alarm occurred two times. The reason for the pressure alarm could not be clarified. The infusion was continued and the volume was reached. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is slightly dirty but no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,71%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame and the lower housing. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the device will be returned without repair.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: on (B)(6) 2024, around 22:00 the patient was on 12 milliliters an hour (mls/hr) of a drug infusion (tirofiban) and then 10mls/hr, suppose to finish at around 19:00 on the (B)(6) 2024. The patient was admitted via the stroke pathway for a mechanical thrombectomy and required a stent procedure. The patient was clinically reviewed and prescribed an infusion of tirofiban ("continue tirofiban infusion (12ml/hr for next 4 hours, then 10ml/hr for 24 hours"), for which the infusion changed from12mls/hr to 10mls/hr at approximately 01:00 on the (B)(6).